Event description:
It was reported that the patient programmer will not power on even with new batteries. During discussion it was mentioned that they have a samsung phone that they used. Tech services reviewed that would be the newest controller to be using. At this time there is no need to replace the programmer as they have the handset and communicator. Patient is in hospital for stroke symptoms (unknown if related to dbs) and is needing an MRI.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37642 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.